Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on two separate occasions the system shut down without warning during transport of patients from the or to the 6th floor. There was no information on patient impact.

Manufacturer narrative:
Omit : a0705 - battery problem (2885), g02002 - battery.

Event description:
It was reported that on two separate occasions the system shut down without warning during transport of patients from the operating room to the 6th floor. There was no information on patient impact.